Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms and patient presented with elevated blood pressure, the patient  was not drinking much water. It was decided to temporarily provide antihypertensive medication and patient guidance. Vad stenosis of the outflow graft was ruled out as a result of the contrast computerized tomography. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad exhibited additional low flow alarms, and the vad speed was adjusted. It was additionally reported that several months after the initial onset of low flows, the patient was seen for a regular outpatient consultation, and the patient experienced some lightheadedness and jaundice. The patient was subsequently hospitalized. Increases in bilirubin and b-type natriuretic peptide (bnp) were observed in blood tests. Log files revealed below normal power consumption. When the physician retrospectively assessed the CT scan performed at the time of the initial onset of low flows, it became clear that there were findings of slight suspected stenosis in the outflow graft. In the CT scan performed during admission, clear findings of stenosis and kinking were observed in a spot approximately three to eight centimeters from the vad port of the outflow graft. Surgical intervention was subsequently performed to remove stenosis of the outflow graft. A thrombus was observed between the outflow graft cover and the outflow graft. When the "blood clot adhesion site" of the outflow graft cover was cut and removed, the vad power improved to within normal range, and the pulsatility of the vad waveforms and vad flow also improved. Blood clot in the left ventricle was ruled out by transesophageal imaging in the operating room. The vad's "drive" improved, so the operation was terminated with stenosis release. It was noted that because the vad speed was increased previously, the vad speed would be optimized after surgery. The outflow graft remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction to b5. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2023 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 01-oct-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced worsening heart failure, liver dysfunction, ascites and peripheral edema.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the available autologs reports revealed a decrease in power consumption and estimated flows over the analyzed period and one hundred (100) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, hypertension is a known potential complication associated with implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the associated outflow graft (lot number: 1577519) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed evidence of tissue external to the outflow graft. Review of the available autologs reports revealed a decrease in power consumption and estimated flows over the analyzed period and one hundred (100) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow and outflow graft thrombi events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, hypertension and thrombus are known potential complications associated with implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: outflow graft 1125 / serial #: (B)(6). H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the strain relief with thrombus was removed.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Literature was received. Referenced article: a case of atypical heartware ventricular assist device outflow graft obstruction. Asaio journal. 2025. 1-4. Doi: 10.1097/mat.0000000000002513 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)) and the associated outflow graft (lot number:1577519) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed evidence of tissue external to the outflow graft. Review of the available autologs reports revealed a decrease in power consumption and estimated flows over the analyzed period and one hundred (100) low flow alarms logged since (B)(6) 2024. As a result, the reported low flow and outflow graft thrombi events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow c annula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, worsening heart failure, hepatic dysfunction, hypertension and thrombus are known potential complications associated with implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it is unknown where the blood (thrombi) came from, and the main unit of the outflow graft has not been repaired. The patient's progress is generally good, and the flow is stable at 2800 rpm and just under 5 l. The right cardiac catheter will be re-evaluated, and a contrast CT scan will be performed again in the future.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.